Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys insulin results for 6 patient samples on a cobas 8000 - cobas e 602 module. The customer questioned the low initial results which prompted them to repeat the patient samples. On (B)(6) 2024, sample 1 had an initial insulin result of 16.66 uu/ml. The sample was repeated on another e602 analyzer and the result was 21.1 uu/ml. On (B)(6) 2024, sample 2 had an initial insulin result of 7.10 uu/ml. The sample was repeated on another e602 analyzer and the result was 14.1 uu/ml. On (B)(6) 2024, the sample was repeated on the initial e602 analyzer and the result was 14.88 uu/ml. On (B)(6) 2024, sample 3 had an initial insulin result of 17.25 uu/ml. The sample was repeated on another e602 analyzer and the result was 35 uu/ml. On (B)(6) 2024, the sample was repeated on the initial e602 analyzer and the result was 35.23 uu/ml. On (B)(6) 2024, sample 4 had an initial insulin result of 3.21 uu/ml. The sample was repeated on another e602 analyzer and the result was 11.9 uu/ml. On (B)(6) 2024, the sample was repeated on the initial e602 analyzer and the result was 11.18 uu/ml. On (B)(6) 2024, sample 5 had an initial insulin result of 6.90 uu/ml. The sample was repeated on another e602 analyzer and the result was 15.7 uu/ml. On (B)(6) 2024, the sample was repeated on the initial e602 analyzer and the result was 15.08 uu/ml. On (B)(6) 2024, sample 6 had an initial insulin result of 3.16 uu/ml. The sample was repeated on another e602 analyzer and the result was 19.9 uu/ml. On (B)(6) 2024, the sample was repeated on the initial e602 analyzer and the result was 20.62 uu/ml.

Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on (B)(6) 2024. The calibration and qc recovery data provided was acceptable. The alarm trace showed a sample aspiration alarm. The investigation is ongoing.